Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial component catalog # unknown lot # unknown, unknown articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02055, 0001822565-2018-02056. Product location is unknown.

Event description:
It was reported that the patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reason.

Manufacturer narrative:
Cmp-(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.